Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant the right ventricular (rv) lead dislodged and had rising thresholds. An attempt was made to explant the lead but failed and the lead was repositioned. Several days later rising thresholds was again observed and a pacing failure was noted when the patient changed body position. The physician indicated that the issues were due to the patient anatomy. Reprogramming was done and the lead remains in use. No patient complications have been reported as a result of this event.